Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Patient described the irritation as red bumps. Patient reported that she has sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a steroid cream, cortisone. Follow up indicated that the cream is helping with the skin irritation.